Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie was not physically in the cabinet. A technical support specialist (tss) had customer de assign the item so it would no longer appear in the cabinet for issuance. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not physically in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. Tehre were no adverse events or injuries reported due to this event.